Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this pacemaker was discovered to be operating in safety mode. Technical services (ts) was contacted for troubleshooting assistance. Ts reviewed device settings and confirmed the pacemaker was in safety mode. Ts recommended for the device to be replaced. Subsequently, a replacement procedure was performed. This pacemaker was explanted and replaced with a non-boston scientific device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was explanted and not returned for analysis. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return analysis is unable to exclude device problem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a clinic visit, this pacemaker was discovered to be operating in safety mode. Technical services (ts) was contacted for troubleshooting assistance. Ts reviewed device settings and confirmed the pacemaker was in safety mode. Ts recommended for the device to be replaced. Subsequently, a replacement procedure was performed. This pacemaker was explanted and replaced with a non-boston scientific device successfully. No additional adverse patient effects were reported.